Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9165cdg was received for investigation. Visual inspection identified that the tabs at the distal tip of the impactor head had broken off. No fragments were returned for inspection. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 04/22/2022, it was reported by a distributor via sems that a ar-9165cdg baseplate impactor is broken. This was discovered during an unknown time, with no patient effect reported.